Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the stroke and access site hematoma have been completed. The most likely cause of the hematoma and hemorrhagic bleeding was a lack of vessel recoil resulting in an arterial bleed around the guidewire repositioning unit sheath or an arteriotomy hematoma. Best practices were followed, and no use-related issue was reported. The patient condition was most likely the cause of the hematoma and bleeding. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ cva-ischemic/hemorrhagic impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: as noted in the impella IFU "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported there was no bleeding from the puncture site, but there was hematoma at the puncture site side. The pump was operating without any problems, and the activated clotting time was adjusted to hold about 160s. Reportedly several hours after planned removal of the impella the patient experienced a bleeding hemorrhagic cerebrovascular stroke. The patient was reported to have recovered from the stroke. The patient remained on impella support and was successfully weaned.